Event description:
It was reported that the external pulse generator had a cracked upper display. It was further noted that the biomedical engineer stated that it appeared as though the unit had been dropped. The generator was returned for service. There was no indication of any patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the display was broken. It was also noted that the encoder flex was out of specification, the upper and lower cases were broken, the battery release was contaminated, and the battery drawer was broken.